Event description:
This report is being filed upon notification from our MFR in (B)(4), to submit this event that happened in (B)(6). Problem: pt was having a mr exam. She was positioned head first for a pelvic exam with the sense body coil. The cables were positioned along the side of the pt with the connector on the same side of the magnet. After 25 minutes, the pt complained about a heating sensation and a red area was observed on her leg. Within the next few minutes, a blister (1 x 8 cm) was then observed on her thigh.

Manufacturer narrative:
Eval method results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.